Event description:
The customer contacted spacelabs healthcare to report that two displays on a xhibit central station (xcs) went blank while monitoring telemetry patients. Spacelabs healthcare technical support assisted the customer in troubleshooting the xcs and the issue was traced down to faulty display cables. Once the display cables were replaced, the customer confirmed the displays were now functioning properly. The failure was due to bad display cables.